Event description:
Trimed received the following report of (B)(6) 2018 from trimed sales member located in the united states, regarding the locking plate, curved a, 8-hole: during a post-operative x-ray scan, it was discovered that locking, curved a, 8-hole (pca8) had broken and would need to be explanted on (B)(6) 2018. Trimed has contacted the sales member more than three times to gether further information regarding this complaint and the attempts have been unsuccessful. This is the first time this type of malfunction has been reported to trimed for this plate.